Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External internal insulation was found at 13.1-13.4cm from the pin, consistent with lead friction to the ICD can. The etfe was intact at this location. Internal insulation abrasions were noted at 16.1-16.3cm and 40.2-40.8cm from the distal tip. The etfe coating was intact at these locations.

Event description:
It was reported that the patient presented to the ER after receiving inappropriate therapy due to lead noise. All electrical functions were normal. The noise could not be reproduced with provocative testing. The device was reprogrammed. It was later noted that the device was explanted and replaced.